Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product: 6949 defib lead (B)(6) 2004; 5076 non-defib lead (B)(6) 2004. (B)(4).

Event description:
The patient called to report having 3 malfunctions with their right ventricular (rv) lead. The patient further reported that their implantable cardioverter defibrillator (ICD) was deactivated in (B)(6) 2009 and the alarm has been going off every three hours since. The patient has not had their device checked for 4 years or longer. The patient reported that "starting this morning at home and work, hearing 1 beep repeatedly, lasts like a minute or something, possibly 4-5 times today in office." At one point, the patient held phone to chest and could hear faint tones which the patient identified as tones patient has been hearing since 2009. The patient questioned what the single beep is related to. Follow up information has been requested. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient called to report having 3 malfunctions with their right ventricular (rv) lead. The patient further reported that their implantable cardioverter defibrillator (ICD) was deactivated in (B)(6) 2009 and the alarm has been going off every three hours since. The patient has not had their device checked for 4 years or longer. The patient reported that "starting this morning at home and work, hearing 1 beep repeatedly, lasts like a minute or something, possibly 4-5 times today in office". At one point, the patient held phone to chest and could hear faint tones which the patient identified as tones patient has been hearing since 2009. The patient questioned what the single beep is related to. Follow up information has been requested. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient was seen in the clinic, and her implantable cardioverter defibrillator (ICD) was turned off because of a potential fractured fidelis lead. The device had actually reached elective replacement indicator (eri) in 2010. The patient claimed that they had been shocked inappropriately several times, but the clinic nurse indicated that the notes indicated that shocks were deemed appropriate due to t-wave oversensing (twos). At this time there are no future plans for another intervention with the patient's device and leads. There were no additional patient complications reported.

Manufacturer narrative:
It was further reported that the patient was seen in the clinic. The device remains off, but settings changed to 'charge circuit time-out'. It was also noted that the alarm was triggered due to an electric reset.

Event description:
The patient called to report having 3 malfunctions with their right ventricular (rv) lead. The patient further reported that their implantable cardioverter defibrillator (ICD) was deactivated in (B)(6) 2009 and the alarm has been going off every three hours since. The patient has not had their device checked for 4 years or longer. The patient reported that "starting this morning at home and work, hearing 1 beep repeatedly, lasts like a minute or something, possibly 4-5 times today in office". At one point, the patient held phone to chest and could hear faint tones which the patient identified as tones patient has been hearing since 2009. The patient questioned what the single beep is related to. Follow up information has been requested. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient was seen in the clinic, and her implantable cardioverter defibrillator (ICD) was turned off because of a potential fractured fidelis lead. The device had actually reached elective replacement indicator (eri) in 2010. The patient claimed that they had been shocked inappropriately several times, but the clinic nurse indicated that the notes indicated that shocks were deemed appropriate due to t-wave oversensing (twos). At this time there are no future plans for another intervention with the patient's device and leads. There were no additional patient complications reported. It was further reported that the patient was seen in the clinic. The device remains off, but settings changed to 'charge circuit time-out'. It was also noted that the alarm was triggered due to an electric reset.